Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant. Advanced bionics is in the process of gathering more information. Once additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Correction information: section h.6, h.10/h.11. Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly elected revision for a technology upgrade. The device will not be returned for analysis. A review of the device history record was completed, and no anomalies were noted. The recipient's device was successfully activated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly elected revision surgery due to discomfort while wearing the device, despite the device functioning properly. The device will not be returned for analysis. A review of the device history record was completed, and no anomalies were noted. The recipient's device was successfully activated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.